Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information b5: during subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the saw adapter of the hummingbird motor, when mounted to the motor and actuated, did not work, but if another adapter was placed or the motor was left alone, it did work, therefore it was evident that the damage was from the adapter but not from the motor. In addition, a whistle sounded from the inside of the adapter and the part heated up, but at no time was it said or reported that it had burned, and it did not disengage either. It was reported that the device was damaged during the procedure, surgery was started using the motor and adapter without problem, after using it for a while the adapter stopped working. It was delayed for about 20 minutes since they had to look for another motor and another saw in the institution that could be used, in addition to the fact that the doctor was quite annoyed by the delay that this caused.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporter's phone number: (B)(6). D10. Concomitant med products: hummingbird motor device as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure it was observed that when the saw adapter device was mounted to the hummingbird motor device the saw adapter did not work, it got hot, and the adapter device blew. It was reported that when the motor adapter was removed, and the device worked normally. It was reported that there was a delay as the physician had to wait a while until he got another motor and saw that would work. It was reported that there was unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.